Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately high with control solution. Lifescan spoke with the patient's family member who is a physician to obtain further information.the patient has owned the reported meter for 9 days. They obtained results on the reported meter that averaged 10.2 to 10.6 mmol/l (converts to 184 and 191mg/dl) the family member put patient on a strict diet and exercice regimen. When their blood sugar readings did not come down they increased their insulin from 10 units nph insulin in the morning and at dinner to 14 to 15 units nph in the morning and at dinner. The patient did not have symptoms of high or low blood glucose level following the insulin dosage change. No laboratory blood glucose test was obtained as the patient is a foriegn resident with no health coverage. As the patient was asymptomatic while adjustments were made to their diabetes treatment regimen, there is no indication that they experienced injury. The family member tested the meter with control solution and obtained results of 7.1, 7.2 and 7.3 mmol/l, which fell outside of the control solution range (5.1-6.9mmol/l). The meter, test strips and control solution were replaced.